Manufacturer narrative:
The pump was monitored and perform multiple boluses. The basal and boluses were properly delivery and recorded on the pump history screen. No basal, bolus or history anomaly noted. The pump passed the function tests including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms noted. The pump passed the self test, unexpected restart and all operating current tests. No unexpected low battery or off no power alarms noted. The pump had minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery even after changing the sets. The customer's blood glucose level was 9.8 mmol/l at the time of the incident. The customer stated that they were admitted to the hospital due to the issues with their insulin pump not delivering insulin. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.